Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 10mm (int410) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Additionally, there was bone/blood residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been placed on tooth 34 (fdi) for approximately 15 years. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the int410 dating back to 12 months from now. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports an implant fracture fifteen years and five months after its placement. The affected tooth position is #34. The doctor confirms that the patient did not suffer any negative impact on his health and that the procedure was completed with another implant.